Manufacturer narrative:
Testing and investigation at the service center found the touchscreen was responsive but that the key alignment was slightly off. Further investigation found dry contamination on the bottom touchscreen connectors. The probable cause of the nonresponsive touchscreen is contamination on the touchscreen connectors due to fluid ingress. This device has been identified as part of a product recall. This report represents all the information known by the reporter upon query by hospira personnel.

Event description:
The customer contact reported that during preventative maintenance testing at the user facility, the device touchscreen does not respond. There were no reports of any adverse patient events or delays in critical therapies while the device was in clinical use. No additional information was provided.